Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device did not deliver shock while in use on a patient. Additional details have been requested. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
A customer reported that the ECG waveform showed ventricular fibrillation before, during and after a shock was delivered. The customer reported that the patient died. The customer did not allege that the device behavior was a factor in the patient outcome. A philips field service engineer (fse) evaluated the device and determined that the therapy pca and therapy receptacle assembly required replacement. The device passed all performance tests and was returned to service. No ECG strips or case events files were available for evaluation by a philips clinician. A test report dated (B)(6)2018 attached to the complaint file revealed no error messages. The device passed two sets of energy tests at 50, 70, 100, 120, 150, 170 and 200 joules. A philips clinician examined the ECG strips and case events files related to the event. The device was powered on in monitor mode at 10:48:48 am on (B)(6) 2018. Leads were placed and an ECG waveform consistent with ventricular fibrillation was displayed. The device was placed in manual mode, the device was set to 200 joules, and shock 1 was delivered at 00:04:27 elapsed time (et), with an ECG consistent with ventricular fibrillation. External paddles were placed, the device was charged to 200 joules, and shock 2 was delivered at 00:09:57. An ECG waveform consistent with ventricular fibrillation was displayed again. The device was charged to 200 joules and shock 3 was delivered at 00:34:24. The external paddles were removed and a vfib/vtach alarm was noted at 00:34:24, and a waveform consistent with ventricular fibrillation was displayed. Leads were removed and the device was switched off at 03:13:15 et. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.